Event description:
A system operator reports the laser stopped firing twice during a procedure. The system operator also reports they were able to proceed with the surgery. Follow-up with the system operator indicates the surgeon is very happy with the patient's results and there was no pt harm or injury.

Manufacturer narrative:
Reporting this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting from 2006. This MDR is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to duplicate the laser not firing issue; however, the event was identified in the surgery database. The tm performed multiple test surgeries with no problems, but while attempting to optimize the thyratron found the thyratron could not be optimized. The tm replaced the laser chassis and completed a successful system verification. Manufacturing tested the returned laser chassis and the laser stopped firing after 5 minutes. Manufacturing found the thyratron was unoptimizable and found gas leak; however, the observed gas leak would not be attributed to the report of laser not firing. Conclusion: based on the results of the investigation, the root cause is component related, specifically the thyratron.